Event description:
During a hip procedure on (B)(6) 2013, the small battery drive was making a grinding noise and stopped working. It is reported several different batteries were tried with the device but the device still did not function. It is also reported the procedure was delayed approximately 5 minutes while a spare device was retrieved. The spare device was used to complete the procedure with no further problem, no harm to patient. No additional information was provided. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The manufacturing records were reviewed and no complaint related issues were found. The investigation could not completed; no conclusion could be drawn, as no product was received.